Event description:
Doctor had an anterior radial tear at the site of a previously noticed capsular tag. Doctor had no further complications and no additional surgical intervention was performed.

Manufacturer narrative:
Analysis of the procedure images obtained from the system identified that during the pre-surgery test, the window (out of the sterile package) was clear without any smudges/fingerprints on it. However, at the time of laser treatment the procedure images show smudges on the window. These could potentially be fingerprints that have been placed on the window during the docking and locking process of the window to the suction cup. The images of the laser procedure clearly showed that the laser beam was blocked by these smudges causing areas of the capsulotomy and parts of the fragmentation not being cut. An incomplete capsulotomy was present due to smudges/fingerprints on the glass.